Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has suffered pain, suffering, disability and impairment. Product was used for therapeutic treatment.